Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin for his basal rate. He stated that he increased the basal rate, but continues to wake up with elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.